Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the door switch assembly was replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a procedure, the gantry displayed that the door was open when appearing to be closed. It was reported that the imaging system was unable to perform image acquisitions as a result. Opening and closing the gantry door did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.